Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath was already kinked. When the angio-seal poly-foil pouch was opened, the tip of the insertion sheath was already kinked. The device was not used and hemostasis was successfully achieved by manual compression for 30 minutes. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.